Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The original implant date was approximately four months ago. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30. March 2012 , expiry date: 30. March 2022. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was revised on (B)(6) 2015 for non-union of the left femur. The patient sustained a subtrochanteric fracture which healed and a shaft fracture which did not heal. The original implant date was approximately four months ago; the original surgery was conducted by a different surgeon at a different facility. A 10mm x 400mm lateral entry femoral nail and two 6.5mm recon screws were explanted. The patient's femur was reamed using the reamer irrigator aspirator (ria) system and a bone graft was successfully completed. The patient was revised to a 13mm x 420mm lateral entry nail. There was no surgical delay. Revision was successfully completed. Patient prognosis was stated as: good. This complaint involves three devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.